Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low power alert and that initially, the pump battery would only charge to 15%. It was also reported that when the pump was plugged into a power source, the pump would not recognize the power source and pump battery gauge remained static at 20%. There was no impact to the customer's blood glucose level. Reportedly, customer was later able to charge the pump to 100% successfully.